Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running two samples of one pt on the axsym digoxin iii assay. Recollecting the sample resolved the issue. There was no impact to the pt's mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.